Event description:
Just prior to the nurse donning sterile gloves for a patient in the cardiac cath lab, she noted a black bug in one of the sterile gloves.======================manufacturer response for sterile, latex, powder free surgical gloves. Size 6, triumph (per site reporter).======================awaiting response back from quality department to see if they would like the item returned for investigation.